Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model.

Event description:
Attorney alleges that as a result of the lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy, and expenses of hospitalization, medical and nursing care and treatment, monitoring, and loss of earnings as well as loss of ability to earn money and other economic damages prior to (patient) death. (Patient) died as a direct and proximate result of defects in defendants' sprint fidelis leads."